Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. Visual inspection of the returned power supply unit revealed physical damage. The power supply unit and main circuit board were replaced to address the reported complaint. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery and failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.